Event description:
Reporter alleged obtaining the results of 462 mg/dl, 81 mg/dl, 131 mg/dl and 83 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he had eaten a snickers bar and drank dr. Pepper about 1.5 hours prior to these tests. Reporter also stated that he took 34 units of lantus, 6 units of novolog, 1000 mg of metformin, ate a grapefruit and drank v8 juice about an hour prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.